Manufacturer narrative:
E1. Zip code continued: (B)(6). H6. Health effect - impact code continued: f2203 - imaging required. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain.

Event description:
Healthcare professional reported no complaint against right device. Healthcare professional later reported pain. Patient additionally reported rupture. Device has been explanted and replaced with non-allergan device.